Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who was treated for a 45-millimeter aneurysm with a valiant navion stent graft experienced a proximal and distal endoleak. The event was discovered on the date of a CT scan performed approximately 4 years and 9 months post-index procedure. Degeneration of the aorta at the proximal and distal edge of the graft was also noted. The patient underwent treatment with the addition of proximal and distal extensions using a stent graft, resolving the endoleak. The cause of the endoleaks could not bedetermined by the healthcare professional. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Film evaluation summary: the reported proximal and distal type ia endoleak can be confirmed on the film provided; however, the exact cause of the event could not be determined. The anatomy at implant is unknown, and lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. CT¿s/angiograms from directly post-implant were also not provided. It is possible that disease progression over the course of the implantation of the device was a factor in the occurrence of the type ia and b endoleak but this could not be confirmed from the single date images received. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.